Manufacturer narrative:
On 04/05/2016 a medtronic representative performed a navigation system check-out, software test passed. Hardware test failed. Primary monitor intermittently goes black. Return requested. Replacement monitor shipped to site 04/05/2016. Medtronic investigation of returned suspect monitor finds that when connected the monitor to a test fixture and powered it on, no issues were observed. The image is stable no flickering observed. Ran for 24 hours and no issues were observed. No fault found. On 04/13/2016 a medtronic representative, following-up at the site, confirmed that part replacement resolved the issue. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system monitor flickers intermittently. This video is re-established after a few seconds. In trouble-shooting, video cable connections were checked and found to be properly seated. No further details regarding this issue were provided. There was no patient present when this issue was identified.